Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia, the commander delivery system balloon ruptured with final 21 cc of volume pushed in. The deployment was planned for 70/30 due to heavy calcification of the sinotubular junction (stj). The valve landed as intended with no paravalvular leak or aortic insufficiency observed. The commander delivery system was withdrawn into 14 f esheath+ without any issues. Both sheath and delivery system were removed as a unit. No patient injury occurred. It was noted that blood was seen in the syringe. Valve alignment was performed in a straight section and there was no difficulty reported with valve alignment. Images of the devices were provided and review of the images revealed that the esheath+ liner was delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted due to observations made prior to decontamination and for conclusions from the completed device evaluation. Sections g6, h2, h3, and conclusions in this section were updated. H6 codes were added: device code(s), type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Imagery of the patient anatomy was provided and reviewed. It was observed that tortuosity, calcification, and undersized vessels were present in the patient's access vessels. Device related photos were provided and reviewed. Liner delamination was observed on the esheath+ and the commander delivery system was found to have a fully circumferential radial balloon burst. The esheath+ was returned for evaluation. It was observed that there was full circumferential liner delamination starting approximately 1.75" from the distal tip and that the c-marker band had separated. Due to the nature of the complaint, no applicable functional testing was performed. The complaint was confirmed through visual examination. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for liner delamination was confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors) likely contributed to the event as the balloon tear was confirmed via device imagery and patient factors (calcification, tortuosity, and/or undersized vessels) were confirmed via the provided imagery of patient anatomy. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination and c-marker band separation. The separation of system components was identified during evaluation of the returned device. Available information suggests procedural factors (excessive manipulation) likely contributed to the event. C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.